Manufacturer narrative:
Insulin pump functioned properly during prime, the excessive no delivery and displacement test. No excessive no delivery alarm noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and missing end cap sticker.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Customer declined troubleshooting. Customer's blood glucose reading at the time of the call was 204 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.